Manufacturer narrative:
It was indicated that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure and the patient experienced pericardial fluid during the procedure. The procedure was successfully completed. Additional information indicated that the patient was put on ultrasound monitoring of the pericardial fluid and was on surveillance for two (2) days more than usual after procedure. With this information, the event was assessed as MDR reportable with an awareness date of 18-feb-2024. A transseptal puncture was performed with brk -1 abbott needle. Correct settings were utilized and no errors on equipment during the procedure. There was no evidence of steam pop.